Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received insulin flow blocked alarms. The customer stated that they had high blood glucose of 26.3 mmol/l at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they had to change the infusion set and reservoir. Troubleshooting was done. The insulin did exit during fixed prime and the insulin flow blocked alarm did not recur during troubleshooting. The reservoir will be returned for analysis.